Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Add'l device info: part and lot number unknown. 510k is unknown. The investigation could not be completed; non conclusion could be drawn, as no product was received.

Event description:
Removal of 1.0 mm adaption plate (12-hole) due to inflammatory response and infection was reported. It was also reported that while the surgeon was performing the revision surgery, it was noticed that the cortical screws would fully detach from the bone or be loose. No further information was provided. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Unknown screw to known screw, unknown quantity, and unknown lot number added 510k. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.